Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). Same case as 2134265-2012-04591. Same patient as 2134265-2010-04634. It was reported that post a coronary stenting treatment procedure, in-stent restenosis occurred. The target lesion was a long lesion located in the mid left anterior descending (lad) artery and extending to the proximal lad with 95% stenosis and was 12.0 mm long with a reference vessel diameter of 3.0 mm. The physician treated the lesion with pre-dilatation and implanting a 3.50 x 16 mm taxus liberte stent. Post stent deployment ivus was used which noted grade b dissection. This was treated with a 3.00 x 12 mm taxus liberte bailout stent. Following post-dilatation, residual stenosis was 0%. The patient was discharged on aspirin and prasugrel. In (B)(6) 2012, the patient was hospitalized and in-stent restenosis of the study stent placed in mid lad was noted. The 100% stenosis extending from the proximal lad to mid lad was treated with balloon angioplasty and placement of an unknown stent, with 0% residual stenosis. The event was considered resolved without residual effects and the patient was discharged on aspirin.